Manufacturer narrative:
Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Technique-related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique-related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. The subject device is not available for evaluation as it remains implanted in the patient; therefore, the root cause of the event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 29mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of five years, eight months due to leaflet motion restricted and severe mitral valve stenosis. The patient presented with acute on chronic diastolic heart failure. The tmvr valve was replaced with a 29mm 9600tfx valve. The patient was transferred to the recovery room in stable condition. On pod #1, the patient was discharged home in good condition.